Manufacturer narrative:
Additional review determined that "other" no longer applies since new information reported the consumer received antibiotics and underwent surgical intervention. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they started experiencing the redness and tenderness at the implantable neurostimulator (ins) site around (B)(6) 2016. The consumer saw their physician multiple times in (B)(6) regarding the issue. In order to resolve these symptoms antibiotics were prescribed and the device was removed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) and leads were removed on (B)(6) 2016 because of an infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) that on (B)(6) 2016 they developed redness and tenderness around the incision site of the implantable neurostimulator (ins), and were worried they had an infection. The rep. Told the consumer to contact their physician or to go to the emergency room to have the issue addressed. It was unknown if the issue was currently resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her first stimulator was wonderful and after it was taken out for infection the neuropathy came right back. No further complications were anticipated.